Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Medical record review states that the patient underwent port placement procedure. Two months later, right internal jugular clot and patient underwent port removal and catheter intact in the eleventh day. Therefore, it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based on the available information, the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two months and fourteen days post a port placement, the patient allegedly developed with thrombosis. Reportedly, the device was removed from the patient. However, the current status of the patient was unknown.